Event description:
During a percutaneous drainage catheter placement in the kidney, the catheter, which had been in place for less than 24 hours, broke. The initial catheter had to be removed and a new catheter was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Mfg date: unknown as lot # is unknown. The event is currently under investigation.